Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during deployment of a sapien 3 valve, the delivery balloon ruptured during inflation, the valve was not expanded. As reported, a balloon valvuloplasty was not performed, delivery system insertion was difficult and required several attempts. It was very difficult to position the valve. During valve deployment blood was observed in the balloon. During removal of the delivery system, the valve remained caught in the iliac artery. It was dilated with a peripheral balloon and flow was restored in the femoral artery. A decision was made to leave the valve in the iliac artery and abort the procedure. The patient had a femoral artery lesion, and the solution was to partially deploy the valve and place a stent inside the valve. Per report, the doctor was unsure if the balloon tear was caused by the patient¿s native calcium.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. During visual inspection, the inflation balloon and nose tip were not returned, the spring was stretched distally, and the crimped balloon torn distal to the middle marker (no other visual defects or abnormalities on the returned crimped balloon). No other abnormalities were observed on the delivery system. No functional testing was performed as the complaint was confirmed based upon visual inspection of the device. Dimensional analysis found the crimped balloon wall thickness met specifications. During manufacturing, all balloon catheters undergo multiple 100% inspections. The complaint for balloon torn was confirmed based upon visual inspection of the returned device. Tortuous patient anatomy may cause the valve to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. Subsequently, the valve non-coaxiality and diving into the flex tip (as evidenced by the gouges observed on the flex tip surface) can result in higher valve alignment forces, which can potentially contribute to a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area. While it is likely that patient factors (tortuous anatomy) and/or procedural factors (techniques employed during delivery system advancement, valve alignment, and/or fine adjustment) contributed to the reported valve alignment difficulty and complications during valve deployment and observed balloon tear, a definitive root cause could not be determined at this time based on available information and investigational results. The complaint for balloon torn was confirmed, but no manufacturing issues were identified in the returned device during evaluation. No labeling or IFU inadequacies have been identified. Available information suggest that patient and/or procedural factors may have contributed to the event. Review of complaint history revealed that the occurrence rate did not exceed the november 2016 control limits for this trend category. However, a product risk assessment was previously initiated for consideration for further escalation.